Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving bupivacaine, sufentanil, and dilaudid (hydromorphone) via an implantable pump for non-malignant pain indications for use. It was reported that at the refills, there was more drug in the pump than there should be, and they were doing a dye study today. The company representative (rep) also mentioned that the pump time was off by 2 hours. The rep inquired if this could affect the delivery of the flex boluses and the pump volumes. The agent reviewed that flex boluses would be delivered on the time the pump showed so they would be "off" by 2 hours in this case. Reviewed that the volumes in the pump should not be affected by the pump time being wrong. The agent advised the rep to update the pump with a programmer that has the correct current time. The issue was not resolved through troubleshooting.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) and it was reported the application software version was 2.0.3283. The pump time being off would most likely be due to the person refilling the pump being in a time zone that was an hour behind the one in which the rep was reading out the pump. The rep¿s guess was they hadn't corrected their time on the tablet from daylight savings. With these two things in mind, that would make it a two-hour difference. Regarding the volumes at refill the rep could not provide any specifics as it was completed through ais or pentec and therefore they did not have access to that specific information, nor did they know which of the representatives for those companies completed the refill. Actions/interventions that were taken to resolve the volume discrepancy and pump time being off included the pump time was updated once the rep connected to the pump, so that should be taken care of. As for the volume discrepancy, it was noted that would need to be continually monitored by those that were doing the refills and recorded accurately. The severity of the discrepancy was not known, and therefore it was hard for the rep to educate the provider on where to go from there, other than to have the refilling nurse keep a log of each refill.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) via the company representative (rep) reporting that the results of the dye study on (B)(6) 2025 was that the catheter was patent and functional. The cause of the volume discrepancies had not been determined nor the actual amount of the discrepancy due to refills being completed by different nurses through a third party entity.